Event description:
Boston scientific received information that a physician commented that when these fineline leads were implanted for ten years they fracture. The physician could not recall a specific patient with this issue specifically. A boston scientific technical services (ts) suggested to report when they encounter a similar issue with these fineline leads for further resolution of the issue. Attempts to obtain additional information were unsuccessful. No specific issues were reported in regards to this right atrial (ra) lead. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.